Event description:
No additional information is available to report at this time.

Manufacturer narrative:
Upon reassessment of the reported event based on additional information received, it was determined that the event was not related to the implants and not reportable. The patient underwent a revision due to dislocation form a motor vehicle accident. Hence the initial report submitted should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown humeral head. Unknown stem. The complaint is under investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2018-06807.

Event description:
It was reported that the patient underwent a right shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision due to unknown reasons. No additional information is available at this time.